Manufacturer narrative:
Section h6: health effect - impact code and medical device problem code corrected manufacturer's investigation conclusion: review of the submitted log files confirmed pump stop events associated with the disconnection of the driveline. These events appeared consistent with the report of an attempted system controller exchange performed by the patient. The submitted controller event log file contained events spanning from 23jun2024 to 02jul2024. The file captured a backup battery fault alarm at 17:19:55 on 28jun2024 after a backup battery load test failed. The alarm remained active for the remainder of the file. Multiple driveline disconnect, lvad off and associated events were recorded between 09:30 and 09:34 on 29jun2024, that appeared consistent with the report of the patient attempting to exchange their own system controller. The pump appeared to operate as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. C, and the patient handbook rev. D, are currently available. Section 1 of the IFU, "introduction", lists potential adverse events which may be associated with the use of heartmate 3 lvas. Section 2 of the IFU, "system operations", and section 2 of the patient handbook, "how your heart pump works", warn that if the driveline disconnects from the system controller, the pump stops. These sections further instruct that if the driveline disconnects from the system controller, it should be promptly reconnected to resume pump operation. The patient handbook further explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook further instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a backup battery (ebb) fault alarm was active on (B)(6) 2024 at 5:19pm immediately after the ebb load test was completed. The system controller was exchanged by the patient spontaneously, but they experienced dizziness and decided not to proceed. The symptoms were related only to the few seconds the driveline was disconnected from the system controller. A self-test was performed in the clinic which resolved the alarm. The event log files captured two spontaneous driveline disconnections from the system controller. The device operated as expected. The patient was stable and received additional training.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.